Event description:
It was reported that a small hole in the fiber was observed at 81,880 joules during prostate vaporization and that there was a flash of laser light from the hole. The hole was reported to be located three inches from the end of the fiber. Neither the pt nor the end user experienced any injuries as a result of this event, and there was no property damage. The pt status was reported as "excellent". The procedure was completed with a second fiber.